Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol rotated off axis twice within one month. In a follow up, the technician reported the iol rotated thirty degrees the first time and was repositioned. During the second repositioning procedure, the surgeon stabilized the lens with a suture and a capsular tension ring. She stated that the pt was "doing fine." Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/06/2012 and 02/27/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).